Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer had to reset the pump to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.